Event description:
It was reported that the pt had poor sound quality in 2008. There had been an increase in impedance on electrodes 8 to 12. As per the fitting report the dynamic range wasn't enough to hear and understand conversations. The complaint was closed out due to no info available as to when the pt was to be re-implanted. The complaint was re-opened upon receipt of info that the pt has been explanted and re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.